Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? When were the burns first noticed? On what part of the body is the burn? What was the size of the burn? How long did the procedure last? What is the severity of the burn? (Please see degrees of burns below and choose one): first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? What generator was being used? What were the settings on the generator? What cables were being used? Was there any damage to the pad? Were any other return electrodes were used? If yes, what were they? Any other patient positioning equipment being used and if yes please explain the set up in comparison to the patient. What cleaning product was used on the patient before the procedure began? Are there any known allergies to the patient? If yes, what are they? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total hip replacement there was a pad site burn while using megasoft universal. There was no surgical delay. Medication was given on burn site. The procedure was successfully completed.

Manufacturer narrative:
Pc-(B)(4). Photo analysis: this is an analysis of an image submitted to ethicon endo-surgery for evaluation. Image (img-20220419-wa0015.jpg): a single photo of lateral left upper leg is evaluated. Two (one large and one small) burn wounds are visualized in the hip region. The large burn wound is covered by dry leathery with partly red and yellow. No skin residual is observed in entire burn area. Severity of the burn appears to meet the definition of third degree. The small burn wound shows reddened and charred center surrounded by a ring of dark red skin. The appearance is more like to be a second-degree burn. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022. Additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility. If no, why not? ¿ no it is not being used, as it¿s manufacturing date was jan 20 and it has shelf life of 2 years, so currently it¿s not recommended to use. When were the burns first noticed? ¿ after surgery. On what part of the body is the burn? ¿ hip on one side. What was the size of the burn? ¿ 5cm. How long did the procedure last? ¿ 3 hours. What is the severity of the burn? (Please see degrees of burns below and choose one) ¿ second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. What medical intervention was used to treat the burn? (Such as salve or stitches) - medication. Besides the burn, did the patient experience any adverse consequence due to the issue?- no. Are there any anticipated long-term effects from the burn or injury?- no. What is the current status of the patient?- patient is fine and discharged. How was the patient positioned? - lateral decubitus position. How was the room set up to include patient set up and where was the pad in relation to the patient? ¿ no pad in relation to patient. Was there anything between patient? ¿ between patient and megasoft was sheet to prevent it from getting wet. Was the pad rinsed and let dry before it on this surgical procedure? - yes. How was pad cleaned?- yes. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? ¿ no. What generator was being used? ¿ erbe cautery machine. What were the settings on the generator? ¿ auto cut & classic coag. What cables were being used? ¿ cables provided with pad. Was there any damage to the pad? - no. Were any other return electrodes were used?- no. If yes, what were they? Any other patient positioning equipment being used and if yes please explain the set up in comparison to the patient. ¿ no. What cleaning product was used on the patient before the procedure began? ¿ normal water cleaning with wet gauge . Are there any known allergies to the patient? If yes, what are they? ¿ no.